Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. This device was not evaluated on site by a philips employee. The customer resolved the reported issue. The customer conducted troubleshooting with technical support over the phone. Technical support recommended replacing the flow sensor module, and if that did not resolve the reported issue, they recommended replacing the o2 solenoid. During follow up, the customer reported that they replaced the flow sensor module. The gas delivery system (gds) was returned to failure investigation on 09nov2018. Visual inspection of the gds did not show any anomalies. Failure investigation found: "airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that a v60 ventilator failed the air delivery and oxygen (o2) accuracy tests. The ventilator was not in use on a patient at the time of the reported event.